Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a blood leak was occurred at the venous inlet of oxygenator during cec. The leak was approximately one drop at every one minute. No harm to any person was reported. Since the failure was occurred during treatment and hazardous situation blood leak was reported, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
It was reported that a blood leak was occurred at the venous inlet of oxygenator during cec. The leak was approximately one drop at every one minute. No harm to any person was reported. Sample investigation could not be performed since the product was discarded by customer. Based on the investigation results, the reported failure could not be confirmed. Getinge medical affairs consulted a medical evaluation, a questionnaire was shared with customer and an evaluation was performed by medical affairs based on the provided information within the complaint and questionnaire: based on the questionnaire answered by the customer, it is evident that the claimed leakage occurred at the "blood inlet" 3/8" connector. The leakage for complaint was observed at the start of perfusion. This leak is described in the complaint report as "1 drop every minute and a half". There was no further impairment of the oxygenator performance. No additional information is available regarding the connection of the venous line to the "blood inlet" 3/8" connector. The IFU of the quadrox I-small adult indicates in chapter 7.1 "preparation and installation" to "secure all tube connections with hose ties". Whether this was done in the present complaints is not evident from the available data. Additionally, visual inspection revealed no damage or abnormalities at the claimed leaking site of the connector or the venous line. In summary, considering the data available, such a leakage could occur due to an inadequate connection between the "blood inlet" 3/8" connector and the venous line. Additionally, insufficient securing of the connection (absence of hose ties), as described in the IFU, could be another root cause of the leakage. Since no data on the securing of the connection are available and a laboratory report cannot be generated due to the products being discarded, a definitive root cause cannot be further evaluated. Based on the investigation results, exact cause of the reported failure could not be determined. However, the reported failure could be linked to the risk assessment file of the product and possible causes are: use errors: lack of attention on device handling, disconnection of blood line. User: lack of attention on device handling, hard object is used and components and / or device damaged. Use errors: lack of information on tube connections, tube connections are not secured with hose ties. Manufacturing process: wrong materials used in production, materials, components or device compromised during production. These root causes could not be confirmed. The production history record (DHR) of the affected quadrox-I small adult with lot # 3000269824 was reviewed on 2024-08-08. According to the DHR results, the product quadrox-I small adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected bo-vkmo 70000 with lot# 3000275459 was reviewed on 2024-07-12. According to the DHR result, the product bo-vkmo 70000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Besides, the reported failure is mitigated in instruction for use of the product: IFU, quadrox-I small adult / adult, g-300, v07, page 11 ¿safety instructions for the oxygenator¿: mechanical forces may act on the components during the application. This can lead to blood loss, embolisms and inadequate patient support. Secure all connections. Avoid excessive tension and check the integrity and leak-tightness of the components immediately. Avoid intra-hospital transportation. IFU, quadrox-I small adult / adult, g-300, v07, page 16 ¿priming the system¿: oxygenator leaks and damage. Can lead to infections, blood loss and embolisms in the patient. Before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. Check the oxygenator for leaks on the blood-carrying side while priming. Do not use the oxygenator if there are any leaks. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
(B)(4).